Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a crack opening, a curved opening on the anterior side, and white particles on the device inner surface. A leak test and microscopic analysis were performed which identified a striated opening on the anterior side, a crack opening, and wear abrasion. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve and a striated opening on the anterior and posterior sides assessed as surgical damage consistent with the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.